Event description:
It was reported that during a lap assisted anterior resection with de-functioning loop ileostomy completed. The cdh stapler anvil secured with prolene. Upper rectum mobilized in tme plane. Division with contour at least 5cm below tumor. End to end tension free colorectal anastomosis with cdh stapler, with tear anteriorly on the right and incomplete donut. Proximal donuts contained no lumen anastomosis taken down with repeat firing of contour stapler. Left colon mobilized up to splenic flexure descending colon re-prepared for anastomosis and rectum further mobilized in tme plane. The colon lumen with open for ~1 inch anastomosis taken down again with contour stapler gastro-colic ligament divided, lesser sac entered. Small ooze from spleen controlled with curacel and txa given transverse colon released preserving middle colic vessels. Rectum further mobilized in tme plane. Side to end colorectal anastomosis with further firing of cdh29 stapler but using a staler from a different batch. No bubble on jacuzzi test and both donuts intact

Manufacturer narrative:
(B)(4) date sent 6/11/2024. D4 batch # unk investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what is the surgeon¿s experience the device? Experienced user what is the surgeon¿s experience with this procedure? Experienced surgeon and asked and colleague to come and support the 2nd time any additional detail on the exact purse string technique utilized? N/a can more details be provided on the tissue donut? N/a give it was a tme, was there any significant amount of tissue other than the bowel wall included with the anastomosis? What were the indications for surgery? What surgical procedure was performed? Lap low anterior resection did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? End to end tension free colorectal anastomosis with cdh stapler, tear noted in colon anteriorly on the right side proximal donuts contained no lumen anastomosis taken down with repeat firing of contour stapler what healthcare professional fired the device and what is his/her experience with the device? Experienced consultant where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes tear anteriorly on the right and incomplete donut was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Last time jacuzzi test and both donuts intact was the staple line visualized endoscopically during the initial surgical procedure? Unknown how many days postoperative did the leak occur? N/a how was the leak identified? Observed straight away what was observed at the site of the leak upon reoperation? Tear anteriorly on the right and incomplete donut how was the leak addressed? Anastomosis taken down again with contour stapler and used cdh again for 3rd time this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.